Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences and was deactivated 16 pulses after the end of second prime. The rotational sensor data showed that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. By the end of second prime, the ratchet gear had not rotated the expected number of pulses. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allowing the needle mechanism to deploy. The rotational sensor abnormalities were replicated during pod rerun. No damages or deficiencies were found to the drive assembly. The cause of the rotational sensor malfunction could not be determined.